Event description:
It was reported that, the patient with the subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock during sleep. The noise was easily reproducible in secondary and alternate configuration. Additionally, it was indicated that the patient has lost significant weight since implant. The physician stated that it is possible to turn the therapy off and monitor the patient. The technical services (ts) recommend a good standing x ray, and to considered session the file to evaluate the impedance trend. It is suspected that the weight loss could have caused movement of the system. This electrode remains in service. No adverse patient effects were reported.

Event description:
It was reported that, the patient with the subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock during sleep. The noise was easily reproducible in secondary and alternate configuration. Additionally, it was indicated that the patient has lost significant weight since implant. The physician stated that it is possible to turn the therapy off and monitor the patient. The technical services (ts) recommend a good standing x ray, and to consider session the file to evaluate the impedance trend. It is suspected that the weight loss could have caused movement of the system. Subsequently, a revision procedure was performed and the s-ICD system was explanted and replaced. No additional adverse patient effects were reported.